Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive the root cause of the customers reported no ultrasound image issue could not be determined, however, the issue was likely the result of observed damage to the ultrasonic connector due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The additional findings are as follows; due to clogging of the nozzle, the water removal ability did not meet the standard value, the ultrasound image became distorted when the ultrasound cable was pushed due to deformation of the ultrasonic connector, the water tightness was lost due to pinching on the bending section cover, the adhesive on the bending section cover was detached, due to wear of the angle wire the following did not meet the standard value: the bending angle in the up direction, the bending angle in the down direction, the bending angle in the left direction, the bending angle in the right direction, the play of the up and down knob, and the play of the right and left knob, switch 1 had a cut, the universal cord was sticky, and the distal end, acoustic lens, and suction connector had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the ultrasound videoscope had no ultrasound image displayed on the monitor but no error came. A incompatible ultrasound endoscope message appeared on the monitor, it was suspected that there was water inside the ultrasound connector. The issue was found during preparation for use for a diagnostic ultrasound endoscopy procedure. The procedure was cancelled and it was reported the procedure will be done when the loaner arrives. There were no reports of patient harm.